Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4)

Event description:
The customer reported a colleague infusion pump with failure code 808:02. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as a colleague 2006 pump with software version 5.09.90. No additional information is available. During baxter quality engineering review of the event history on (B)(4), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The reported condition is due to a faulty phm (pump head module). This device will not be returning to the customer , therefore no repairs will be made. (B)(4)